Manufacturer narrative:
(B)(4). Results: arterial dissection. Anatomy related; tight and narrow vessels. Conclusion: arterial dissection. Anatomy related; tight and narrow vessels.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 44.5 mm fusiform abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck is 21mm. The diameter of the aneurysm entry is 22mm. The proximal neck length by centreline is 50mm. The diameter of the right access vessel (common iliac) is 16mm and 36mm in length. The diameter of the left access vessel (common iliac) is 22mm and 45mm in length. The diameter of the right bifurcated internal iliac vessel is 9.8mm and the diameter of the right external iliac vessel is 4.8mm. The diameter of the left bifurcated internal iliac vessel is 13mm and the diameter of the left external iliac vessel is 4.5mm. During the index procedure it was noted that both access routes were significantly narrow; however, the deployment of the stent grafts was uneventful. Bare stents were also deployed at both sides of the eia and the true lumen was secured. The procedure was completed successfully. During discharge, a final angiography revealed a dissection for the left eia. The potential cause was noted by the physician as the implant of the device through a narrow vessel. No additional clinical sequelae were reported and the patient will be monitored by the physician.